Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a spinal product using flex arm in an unknown spinal therapy. It was reported that deformation of instrument due to unintended force during surgery. There were no patient symptoms or complications as a result of this event. No further complications were reported/ anticipated. It was unknown if the reported product was already used multiple times previously, or was it delivered defective.

Manufacturer narrative:
H3. Product analysis product ID : 9561524 lot no. : my22l001 visual and optical examination revealed the tip of the instrument is bent from what appears to be overload. This is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.